Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the left hip. Patient is scheduled for a revision in (B)(6) 2023 due to alleged elevated cobalt/chromium levels and small amounts of metal fragments.